Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the  customer reported pump rejected the battery, scratches and crack on the pump. Slow and louder rewind, griding noises during rewind, buttons were hard to push and less responsive and transmitter rejected sensors and asked for calibration frequently. Troubleshooting could not be performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device but the pump will not be returned for analysis.

Manufacturer narrative:
S/w 5.3a. Retainer ring = black. Case type = ngp. On (B)(6) 2023, the customer alleged for cosmetic damage on the screen, rejected new battery, battery failed alarm, slow/loud during rewind, grinding noise during rewind, sticky buttons, stuck button alarm, constant calibrations and rejecting sensors. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with minor scratched lcd window identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2023 at 09:34:00.000, replace battery alert on (B)(6) 2023 19:05:00.000 and 19:15:00.000, stuck key alarm on (B)(6) 2023 at 14:19:36.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No grinding noise during testing. Pump rewinds properly. Pump received with normal operating currents. No battery failed alarm, stuck button alarm during testing. The test battery accepted the pump properly. The test guardian link with the watertight tester communicated properly with the pump noted. No constant calibration or rejecting sensor noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In summary, pump passed required testing. Customer alleged for battery failed alarm, rejected new battery, slow/loud during rewind, grinding noise during rewind, sticky buttons, stuck button alarm, constant calibrations and rejecting sensors was not confirmed. Cosmetic damage confirmed on the lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.